Manufacturer narrative:
Per the field service representative (fsr), he found that someone had switched the tubing from 4:1 to 1/4" tube. The fsr reconfigured the tubing and pump to 4:1. No parts will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user delivered a whole liter bag of cardioplegia and on the cardioplegia delivery tab, it only indicated they delivered 700ml, where a 1000 ml was actually delivered. The device was not changed out, as the customer stated the pump was still functioning. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: it was found the perfusionist (ccp) had the wrong flow constant (tubing size) selected on the cardioplegia roller pump. The actual set tubing size used was a 4:1 set, where the flow constant selected was a single 1/4" tube. This would result in more cardioplegia solution being delivered, than expected or intended.